Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient reported that the sensor wire was missing and sought care at an urgent care facility. During the evaluation at the hospital, the attending physician utilized a forceps instrument to investigate the area and confirmed that the sensor wire was not present on the skin. There was no documentation indicating that further medical intervention or treatment was required. At the time of the report, the patient was noted to be in good condition. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). MFR no 3004753838-2025-295848 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 10/23/2025 and it was determined this complaint is not reportable per corpft-140202.